Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range <0.028 mg/dl): (B)(6) 2026, sid (B)(6), 77-year-old female, initial troponin result= 0.031 mg/dl; repeat result= 0.003 mg/dl; repeat on other analyzer= 0.002 mg/dl there was no impact to patient management reported.